Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd intima-ii¿ closed IV catheter system there was leakage. The following information was provided by the initial reporter and translated to english. The customer stated: "the nurse found the upper end of the twin wings of the trocar was exudate at the junction between the trocar and the trocar, which could not be used normally."